Event description:
Patient had a laparoscopic ventral hernia repair. Tip of metal trocar used, but it was bent so shaved off insulation of lap scissors, so surgeon had to excise burned skin scar. Patient had slightly larger scar than otherwise. Insulation was checked on all remaining sets. We have now changed to disposable trocars.